Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 3.21ng/ml was obtained. The accu tni result was reported out of the lab and questioned by a physician. The original results was re-tested for accu tni twice and the repeated results were : 0.03ng/ml and 0.02 ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc was within specifications prior to the event. System checks performed two times in 2006, passed within specifications. A field service engineer (fse) was dispatched to the customer's lab on 12/18/2006. The fse noted the aspirate tubing was cut and loose on the fittings. The fse noted that system check partially failed. The fse prepared a new dilution and repeated the system check which failed the same parameter. The fse rebuilt precision pump and reran the failed portion of the system check which passed. The fse conducted diagnostic testing which failed. The fse replaced peri-tubing, substrate and aspirate probes. The fse discover pipettor alignments off at tower. The fse replaced main tip, and then ran diagnostic testing and qc; all results were within specifications. The fse verified the instrument per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.